Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. It was reported that on (B)(6) 2015, the patient had blood in the stool and was evaluated for gi bleeding. The patient's inr was 2.1 and hemoglobin was 7.2 g/dl on (B)(6) 2015. Coumadin was withheld, but the patient remained on aspirin. The patient was transfused 1 unit of blood. The patient underwent a gi capsule test. An arteriovenous malformation was found and treated surgically via endoscopy. The patient was discharged home on (B)(6) 2015 with a hemoglobin of 10.2 g/dl with no signs or symptoms of bleeding.

Manufacturer narrative:
Approximate age of device - 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Manufacturer narrative:
A direct correlation between (B)(4) and the reported gi bleeding cannot be determined; however, the instructions for use lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains ongoing on (B)(4). A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.